Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of crimped cannulas with two infusion sets after being used for about 24 hours on (B)(6) 2024. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen and was regularly rotated. Patient's blood glucose at the time of event was 270 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.